Event description:
It was reported that the rigid video scope shows a green image. There are no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope shows a green image. This happened during preparation for use. There are no reports of patient harm.

Manufacturer narrative:
Additional information: b5, e3, d9, h2-4. Correction: d4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunction was identified during the device evaluation: the [fiber] bonding in the outer tube area (distal end) is damaged. The r-unit is broken. The outer tube has a dent. The protector of the video cable section is overstressed. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is green. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.